Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was successfully implanted. The patient had a 45-day follow-up and no leak or clot was noted. The patient returned for a 1-year follow-up tee and a new thrombus on the threaded insert of the device was noted that was not previously there. The patient will go back on anticoagulation for three months and then return for another follow-up tee.